Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, d4, h6 calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an 8300ab 25mm intuity elite aortic valve, implanted for four (4) years and 11 months, was explanted due to calcification and stenosis. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: customer report of calcification was confirmed. Report of high gradient cannot be confirmed through visual observation. X-ray demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on leaflet 2 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. X-ray demonstrated frame was expanded, deformed and pushed inward around leaflet 2. Host tissue was moderate at the frame inflow and outflow aspects. Leaflet 1 had a 4 mm tear near commissure 2. Leaflet 2 had two torn out sections measuring approximately, 2 mm x 6 mm and 4 mm x 7 mm, leaflet fragments were not returned. Leaflet 3 had a 5 mm tear near commissure 3. Calcification was evident at the tears. One suture hole was visible near one of the three black stitch markings on the sewing ring. Wireform was exposed around commissures 1 and 2 and around leaflet 2 on the outflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an 8300ab 25mm intuity elite aortic valve, implanted for four (4) years and 11 months, was explanted due to calcification and high gradient. The explanted device was replaced with an 11500a 25mm inspiris resilia valve.